Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the use of the disposable, it was unable to use the squeeze anchor due to it had a crack on it. Broken pieces were removed from the patient. Procedure was completed with a back-up device no patient injury reported.

Manufacturer narrative:
One 72201781 biosure ha 9x25mm screw returned. Dimensional inspection verifies that this was a 9x25mm product. This is a bio-absorbable implant. The complaint stated: ¿it was reported that during the use of the disposable, it was unable to use the squeeze anchor due to it had a crack on it.¿ intake information indicates that ¿broken pieces were removed from the patient.¿ the overall condition of the implant indicates a torque issue. This is a tapered product. Per IFU ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the head of the implant has symptoms of stripping. The IFU also says: ¿excessive force should not be placed on the delivery instrument¿ and ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ and indicates: ¿place the screw securely on the screwdriver such that the screwdriver is fully engaged to the appropriate laser marked line. Pass the screw and driver over the guide wire and into position. While applying tension to the graft, engage screw until firmly fixed between tunnel and graft.¿ the threads are quite damaged. They are rolled, compressed and fractured which indicate over torque during and after anchor rotation stopped. Prep per IFU recommendation is critical for ease of insertion and successful anchoring. Confirmation of bone density, prep instrument and size could not be confirmed per the surgeon. There are no other complaints for this manufacturing lot. No root cause related to the manufacturing of this device can be confirmed. No further investigation is warranted.